Event description:
Customer reported that approximately two weeks prior to calling customer service on (B)(6), 2010 she noticed a blank screen on her precision xtra blood glucose meter, which prevented her from testing her glucose. It was further reported the customer had experienced symptoms of "high blood sugar" and that she had just gotten out of the hospital. The customer noted she had gone to the hospital "because the meter was not working". During troubleshooting the customer answered "yes" to injury. However, before any additional information could be obtained the customer disconnected the call. It is unknown what diagnosis and/or treatment the customer received. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date of manufacture is unknown.